Manufacturer narrative:
Investigation summary: review of the leads manufacturing records confirmed a regular device manufacturing process. Regarding the atrial lead, some noise was observed during the ventricular threshold test dated 6 november 2023, which could suggest an atrial lead problem. However, since the lead remained implanted and was not returned, it was not possible to draw any conclusions.

Event description:
Implantation on (B)(6) 2023 of a dual chamber pm on a bav paroxysm. The patient is in sinus then goes into af during the procedure. He went into full bav during af. Few days after the procedure, a noise problem was observed on the atrial vega r52 lead, but the physician decided to leave it in place for the time being.

Event description:
Implantation on (B)(6) 2023 of a dual chamber pm on a bav paroxysm. The patient is in sinus then goes into af during the procedure. He went into full bav during af. Shortly after the procedure (on (B)(6) 2023), a ventricular loss of capture was observed and as the patient had become dependent, it was decided to replace the vd lead with a solia biotronik the same day. A noise problem was observed on the atrial vega r52 lead, but dr belhamèche decided to leave it in place for the time being.